Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had uncomfortable stimulation. They stated that they saw the pa at the urologist¿s office and noted that "she was helpful because my stim was too high. I was under the assumption 'the higher the better', but she explained to me and we lowered it and she said the nerve could be over stimulated, so that's good so I don't have a question with that¿. Additional information was received. The patient reported they were planning on getting the implant removed in (B)(6) 2019 because the device hadn't helped them since implant. They also stated they were very sensitive to the stimulation, so they could never increase stimulation to the point of where it would help with bladder control, so they had the device off until it's removed. It was noted they had an appointment in the middle of november where the removal surgery would be scheduled. No further complications were reported or anticipated.